Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ventricular lead threshold had been increasing. During the scheduled lead replacement the doctor found that the atrial lead was coiled around the ventricular lead. When the coiled atrial lead was entangled, there was blood ingression from insulation damage found on the ventricular lead. It was also noted there was lead pacing failure. The ventricular lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.